Event description:
Metal segment (around 1 cm long x 2mm x 4mm) broke off of the laparoscopic grasping forceps and fell into posterior aspect of subhepatic area - it could not be found laparoscopically. Physician talked to parent and they agreed with his recommendation to leave the segment in place rather than do a laparotomy.